Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance on the left ventricular (lv) lead and right ventricular (rv) lead as well as superior vena cava (svc) and rv coils of the rv lead. The pacemaker mode programmed to odo (no pacing) and detections were turned off. The leads remain in the patient. No patient complications have been reported as a result of this event.